Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error and blank display. The customer¿s blood glucose level was 160 mg/dl. Customer was not able to fill the tubing during the rewind process after pressing down and holding down the act button. Customer stated that the insulin pump was not been bumped or dropped or damaged. Customer stated that the contact on the battery cap was neither missing nor damage nor corroded. Customer stated that the insulin pump was not been exposed to moisture. Customer stated that battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display returned. Troubleshooting was performed for button error and blank display. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.